Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was ballooning the following information was received by the initial reporter with the following verbatim it was reported by customer that reports of ballooning of the upper portion of the pumping segment of their primary IV sets. No devices and no administration sets have been sequestered, unknown patient involvement, no devices or administration sets available for failure investigation.

Manufacturer narrative:
MDR made in error -duplicate to (B)(4).

Event description:
Duplicate to (B)(4).